Event description:
Customer reported her precision xtra blood glucose meter read "low" and she began to feel weak and was incoherent (a "low" reading is less than 20 mg/dl). Her daughter and brother drove her to a local hospital where she was seen in the emergency room. The report states the hospital received a reading of 540 mg/dl and diagnosed her with hyperglycemia. There is no other treatment documented and both readings were not taken within 10 minutes of each other. Customer reports taking candy in response to the low reading.

Manufacturer narrative:
The device has been received and investigated and the complaint was not confirmed. All results were within range specification during control solution testing and no errors were observed. According to the meter's memory log the customer did receive low readings prior to the time of the reported event.